Event description:
It was reported that there a revision surgery for a threaded locking cap (1) that had loosened post operatively after a patient fall.

Manufacturer narrative:
Neither device or any imaging could be provided for evaluation. It is possible that the force of the fall caused the locking cap to loosen from the construct. However, no determinations can be made as to the cause of the reported issue could be made at this time.